Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.

Event description:
On (B)(4) 2010, intuitive surgical, inc. Received uf/importer report (B)(4)from the FDA. The event details are provided below: during the laparoscopy part of the robotic case the instrument being used was the harmonic. The harmonic insert piece of the instrument bent and broke. The piece was obtained whole and removed from patient. Dr was aware. The product was obtained and given to materials management. No harm to the patient. No additional information was provided.